Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products 5076, lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in use. No further patient complications have been reported as a result of this event.